Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. The entire lot has been sold and distributed. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that she kept receiving 'dl drain line blocked' messages on the liberty cycler so she cancelled the treatment. The patient stated that the inside of the door was wet and the cassette was leaking. The patient did manual treatment. It is not known when the leak was found or if it was found prior to the start of treatment. The cassette is not available to be returned to the manufacturer as the patient discarded the product. There was no known patient adverse experience or injury. No further information has been made available at this time.